Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that a exalt model d was used during a lap assisted endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 for the treatment of stones. During the procedure, after 25 minutes visualization was lost. The procedure was completed with completed with a new exalt scope. There were no patient complications reported as a result of this event.